Manufacturer narrative:
Motor error alarmed during displacement test and motion sensor test failure alarmed during rewind test due to motor encoder signal out of phase noted. Minor scratches on lcd window and broken reservoir tube lip noted. Insulin pump received cracked lcd window, cracked case at lcd window corner, and scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment had cracked and chipped off pieces. Customer also reported to have scratches on display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.